Manufacturer narrative:
(B)(4). The device was not returned and the serial number was not known; therefore, an evaluation could not be completed. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a follow up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away suddenly at her home. The cause of death was not reported. It was reported the patient did not have peritonitis at the time of death. The patient was not connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.